Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited under-sensing and low sensing threshold. The device was scheduled for a reposition procedure. During the procedure, the device dropped and had to be replaced. Patient was stable.